Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie did not receive one (1) unknown zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU) and the risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Based on the investigation and risk management file review as per, the most likely root causes determined from the investigation were clinician selects an implant that is unable to resist long-term occlusal loading, clinician places implant in a patient with patient factors (e.g., bruxism) incompatible with long-term osseointegration of implant. Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reported that implant at tooth sites 46 and 47 had to be removed. Implant fracture was reported at tooth site 46 and inflammation has been previously reported for tooth site 47 on 23 mar 2023.

Event description:
It was reported that the implant on sites 46 and 47 had to be removed. Implant fracture was reported at tooth site 46 and inflammation has been previously reported for tooth site 47. This report is submitted for inflammation on tooth location 47.

Manufacturer narrative:
Zimvie complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted